Event description:
The sales rep (B)(4) reported on behalf of the surgeon that during an ankle arthrodesis, the surgeon checked the alignment, which seemed correct. Added that it then seemed as if the device wasn't going through the holes properly, it went to proximally. No adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.